Event description:
It was reported that the device was used during a colectomy procedure. It was reported by the rep that the surgeon attempted to fire a tlc75 instrument across the small bowel for the proximal transection. The linear cutter did not fire at all and locked out on the initial firing. A 2nd tlc75 instrument was opened up and encountered the same lockout. A 3rd tlc75 instrument was opened and successfully resected the portion of the small bowel. There was no consequence to the pt.